Event description:
It was reported that during a low anterior resection procedure, when the surgeon fired the device, he found the staples were malformed and the tissue could not be sutured completely and the blood oozed from the cut. Then the surgeon used hand sewing to make the fistula to complete the procedure. The procedure was delayed for about two and a half hours. Because the patient had hepatitis, the device was discarded by the surgeon. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.